Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one link catheter extension set would not prime. The device was flushed without issue before it was connected to the extension set. When it was connected to the extension set it could not be flushed. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities associated with the reported event. A functional flow test was conducted and the fluid did not flow. Microscopic inspection noted blockage in the female luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.